Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter :   the consumer reported that the needles clogged during the injection and the non patient end was bent.   Date of event : unknown sample status : awaiting sample both boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0065075 ¿ device expiration date : 03/31/2025. Device manufacture date : 05/07/2020. Lot # : 0303291 ¿ device expiration date : 11/30/2025. Device manufacture date : 12/17/2020. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter:   the consumer reported that the needles clogged during the injection and the non patient end was bent.   Date of event : unknown. Sample status : awaiting sample both boxes.